Event description:
It was observed the during the device evaluation, the ultrasonic gastrovideoscope exhibited a deep cut on the pink rubber, and the core is exposed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the reported issue is a fracture problem. The most probable cause is traced to an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.